Manufacturer narrative:
The scope was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) provided a reprocessing in-service at the user facility on (B)(6)2018. The ess recommended the user facility the following: not use a channel plug with the suction cleaning adapter, to start with brushing the distal tip of the scope first, to follow cleaning steps in proper order, to rinse scope with water and to flush channels with rinse water and air prior to placing in the aer machine as recommended in the olympus reprocessing instruction manual. Based on the ess¿s findings and the use of a non-olympus brush, the cause of the reported event is likely attributed to insufficient maintenance /reprocessing of the scope. The reprocessing instruction manual provides caution and warning statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿

Event description:
Olympus was informed that after reprocessing, the scope¿s culture test continues to test positive for proteus mirabilis and bacillus species. The scope has been ethylene oxide (eto) sterilized and removed from service. There are no reported patient infections. It was further reported that pre-cleaning is performed immediately after use. The scope channels are brushed using a non-olympus us endoscopy brush (ref# (B)(4)). A non-olympus automated endoscope reprocessor (aer) machine, medivator (B)(4), is used for high level disinfection. No problems were noted on the aer machine as the aer machine receives preventative maintenance every six months. The scope is stored/hung in a scope cabinet. The scope will be traded back to olympus.